Event description:
Loss of osseointegration. The date of ocurrence has been provided by the customer and has been updated. The corrected information is provided in this follow up report.

Event description:
Loss of osseointegration.